Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door messages caused by a failed lower auxiliary flex. The failed lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had close door messages in the biomedical shop. It was also reported that here was no patient involvement.